Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient was implanted with zipfix on an unknown date. The zipfix broke post-operatively after 9 months. Patient was returned to the or on an unknown date for removal of hardware. No further information is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the findings in attached evaluation sheet, we can say that the device initially held the applied tension (image 4). The thin shave-off side walls are the result of an incorrect placement of the application instrument to the device locking head while tensioning. As per the system technique guide the instrument should be placed perpendicular to the locking head while tensioning and/or cutting. The findings show that the thin shaved-off side walls were at one point in-between the locking feature and the body teeth which impacted the performance of the device. The root cause of the device failure is user related.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.